Event description:
It was initially report that a new generator was unable to be communicated with while in the patient. It is unclear if it was able to be communicated with prior to implant or only once it was implanted in the patient. The generator was unable to be communicated with two different programming systems. A different generator was used any was successful able to be communicated with. A company representative went to the site to troubleshoot the issue and both programming systems were found to be functioning correctly. The hospital is preforming their own analysis on the generator and will not be returning it to the manufacturer until they finish their analysis. The company representative was not able to test the generator to determine if it was functioning. No further information was able to be attained.